Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting the patient in the menton and mandible with juvéderm® volux¿ and juvéderm® voluma¿ with lidocaine. Five months later, the patient reported ¿local pain¿ and ¿several nodules¿ on palpation. An ultrasound was obtained that stated: ¿thickening and hyperechogenicity of the subcutaneous cellular tissue at the level of the right chin and juxta-labial, compatible with cellulitis/panniculitis. No signs of associated fluid/abscessed collections on present examination. Elongated fusiform thickening of the right buccinator muscle. Presence of numerous foci of subcutaneous cystic granulomas along the mandibular tract bilaterally, including superficially to the pareotid stores and nasolabial folds.¿ two months later, the patient was treated with clavulin dd and four days later with prednisolone. The event is ongoing.